Event description:
The customer reported that the system would intermittently display a communication failure error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation and adjusted the mainframe ps1 power supply. The system was tested and found to be working as intended and put back into svc.